Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing). 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.